Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd microtainer® pst¿ tubes with lh (lithium heparin) had clotting.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to the additive as all samples met specifications. A review of the device history record was completed for the incident lots and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd technical support services had reached out to the customer and provided troubleshooting & guidance. It was determined the customer was overfilling the tubes and not mixing them during processing which likely attributed to the clotting issue. Investigation conclusion: based on evaluation of the retain samples, there were no issues found with the additive as all samples met the required specifications. Root cause description: based on the investigation, the most likely root cause was attributed to the customer overfilling and not mixing the tubes during processing. Furthermore, the retain product was found to be in conformance and meet release specifications.

Event description:
It was reported that bd microtainer® pst¿ tubes with lh (lithium heparin) had clotting.

Event description:
It was reported that bd microtainer® pst¿ tubes with lh (lithium heparin) had clotting.

Manufacturer narrative:
The additional information is as follows: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 824092n. Medical device expiration date: 2019-10-31. Device manufacture date: 2018-08-28. Medical device lot #: 822855n. Medical device expiration date: 2019-10-31. Device manufacture date: 2018-08-16. He manufacturing location for this product is juncos. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number.